Event description:
It was reported that while the surgeon was attempting to insert the cage, the handle release from the implant, risking the cage entering the spinal canal.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.